Manufacturer narrative:
Establishment name the director sanjay gandhi postgraduate institute of medical sciences. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device was found to be leaking on the bending section cover. Additionally, the evaluation found that the coating was peeling from the connecting tube, the distal ends were scratched and dented, the adhesive from the bending section was detached, the grip was dented and scratched, the up/down plate was discolored, the angulation lever was dirty, the universal cord was scratched and dented, and the scope connector was scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The field service engineer, reported to olympus on behalf of the customer, the bending section cover of the bronchovideoscope was leaking when performing leak testing during reprocessing during inspection, it was found that the connecting tube had coating that had peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress or device handling. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use_warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.